Manufacturer narrative:
Zyno medical is waiting for the arrival of samples to perform the investigation.

Event description:
On (B)(6) 2019, zyno medical received a complaint from a distributor. The distributor stated that a user facility representative reported that "an administration set model bx-70072 lot # 1810010 was leaking from the bottom joint of the drip chamber". No patient harm or injury was involved. The device operator was a rn. The medication being infused was iron. The user facility representative stated the affected set had been discarded and she would send in 5 sample sets from the same box and lot for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2019-00022).

Manufacturer narrative:
Testing of five administration sets from the same lot returned from the customer was performed by the service provider on 09/05/2019. The reported leaking issue couldn't be repeated. On visual inspection, no abnormalities were observed on the five sample IV sets. During the testing, no leaking issue was observed anywhere on the five sample IV sets. The complaint couldn't be confirmed.